Event description:
It was reported that the brady lead was not successfully implanted due to no sensing on leads, high pacing threshold and no capture at maximum output. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that the brady lead was not successfully implanted due to no sensing on leads, high pacing threshold and no capture at maximum output. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found blood and body fluid in the lumen. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.